Manufacturer narrative:
H6: conclusion code remains unchanged. Additional details regarding the patient's clinical course were ascertained from a review of medical records and are as follows: (B)(6) 2001: (B)(6) group, pc. (B)(6), md. Office notes. Weight 308. Complains of tenderness around umbilicus, bulging intermittently. Impression/plan: small umbilical hernia, watch for now. (B)(6) 2001: (B)(6) group, pc. Office notes. N/s [no show]. (B)(6) 2002: (B)(6) group, pc. Office notes. N/s [no show]. (B)(6) 2003: (B)(6), md. Office notes. States umbilical hernia more tender. Refer to dr. Smith. (B)(6) 2003: (B)(6) group, pc. (B)(6), md. Office notes. Abdominal pain, tenderness, ER visit recently. Impression: ventral hernia. Plan: refer to dr. (B)(6), did not keep previous appointment. (B)(6) 2003: (B)(6), md. Office notes. N/s [no show]. (B)(6) 2011: (B)(6) group, pc. (B)(6), md. Office notes. Weight 241. History of type ii dm. Impression: abdominal hernia (umbilical?). (B)(6) 2012: (B)(6) group, pc. Office notes. Patient is no show. (B)(6) 2018: (B)(6), md. Office notes. Weight 266. Abdomen: ventral hernia. (B)(6) 2018: (B)(6) group, pc. Office notes. No show. (B)(6) 2019: primus medical group, pc. Office notes. No show. A potential relationship, if any, between the alleged injuries or complications and the gore device has not been established at this time based on available information. It should be noted that the instructions for gore® dualmesh® plus biomaterial use includes warnings and addresses the following adverse reactions among others: ¿possible adverse reactions with the use of any tissue deficiency prosthesis may include, but are not limited to, contamination, infection, inflammation, adhesion, fistula formation, seroma formation, hematoma, and recurrence.¿ the gore® dualmesh® plus biomaterial instructions for use also states: ¿strict aseptic techniques should be followed. If an infection develops, it should be treated aggressively. An unresolved infection may require removal of the material.¿ w.l. Gore & associates, inc. (Gore) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by gore, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Blank fields present on this report include required fields and fields determined to be not applicable. Blank required fields indicate that the information was not provided, was deemed unavailable or was not applicable. This report does not constitute an admission or a conclusion by FDA, gore, or its associates that the device, gore or its associates caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the report and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Manufacturer narrative:
B7: added medical history. H6: added method/results/conclusions code 2 for sterilization evaluation. H10/11: added medical record information. Additional details regarding the patient's clinical course were ascertained from a review of medical records and are as follows: on (B)(6) 2003: (B)(6) healthcare. (B)(6) , md. History and physical. Admitted with history of pain and swelling about [sic] his umbilicus with a past 1 to 2 months, has increased in size, a knot has appeared which cannot be reduced; was seen in the office and advised that he had an incarcerated hernia, needed to come in and have this repaired. Grossly overweight for a number of years; weighs over 300 pounds. Examination: obese, abdomen; revealed an 8- to 10-cm bulge about 2 to 3 inches above the umbilicus, tender and not reducible. Impression: incarcerated ventral hernia. Plan: surgery . On (B)(6) 2003: (B)(6) healthcare. (B)(6) , md. Same day surgery or invasive procedure physician assessment record. [Handwritten sections]. Admitting diagnosis: incarcerated ventral hernia. Mass above umbilicus, several months, painful, tender, general health good. Examination: abdomen; 8-10 cm bulge above umbilicus, tender- not reducible . On (B)(6) 2003: (B)(6) healthcare. (B)(6) , md. Discharge summary. Admitted on (B)(6) 2003 for repair of an incarcerated ventral hernia; repaired, umbilical hernia repaired. Repair consisted of placing a large combined gore-tex patch and marlex patch in the abdominal wall, and not closing the fascial edges. Postoperatively, drain placed in subcutaneous tissue for 2 days then removed, had rather severe ileus the 1st two days and was still distended. Intramuscular pain medication and intravenous fluids to prevent distention and perhaps disruption of large hernia. Today, wound clean and healing, jackson-pratt drain removed yesterday, still taking liquid diet, discharged today to continue a liquid diet and to start solids tomorrow at home. Prescription for lortab as needed for pain. Return to office in 1 week. Final diagnoses; incarcerated ventral hernia and umbilical hernia and morbid obesity . On (B)(6) 2005: (B)(6) . (B)(6) , do; (B)(6) , md. Operative report. Teaching surgeon: (B)(6) , md. Resident surgeon: benjamin t. Rush, do; (B)(6) , md. Staff surgeon: (B)(6) , md, who was present for the most critical part of the procedure. Preoperative diagnosis: incarcerated, strangulated ventral hernia. Postoperative diagnosis: incarcerated, strangulated hernia with omentum involvement. Procedure: exploration and repair of ventral hernia with surgisis. Specimens: hernia sac. Findings: large ventral hernia defect with incarcerated and strangulated omentum. Complications: none obvious. Anesthesia: general endotracheal anesthesia. Estimated blood loss: less than 100 ml. Fluids replaced: approximately 2 liters. Procedure in detail: ¿the patient was taken to the operating room and placed in the supine position. General endotracheal anesthesia was induced. He received perioperative antibiotics and deep venous thrombosis precautions. His arms were left out on arm boards. His abdomen was prepped and draped in the normal sterile fashion. A midline incision was made above the obvious ventral hernia. Dissection was [illegible] down to define the hernia sac. After this was done, the patient¿s hernia was entered and the fascial edges defined. There was old mesh that had been placed that was removed. There was a rather foul smell that was noted at the time of entering the sac. There was some obvious pus. Due to this, the decision was made to repair the wound with surgisis. After defining all of the fascial edges and ensuring that there was no strangulated intestine the wound was closed with 2 pieces of surgisis sewn to the outer fascial edge with prolene suture and then connected in the midline. This was done with good repair. After this was done, a number 10 jackson-pratt was placed through a separate stab incision. The wound was then closed in layers using staples to close the skin. After this was done, the patient was transported to the intensive care unit for care because of inability to extubate him from the vent .¿ [missing records: a pathology report detailing analysis of the device removed during the (B)(6) 2005 procedure was not provided.] On (B)(6) 2005: (B)(6) . Implant sticker. Surgisis es soft tissue graft x2. A potential relationship, if any, between the alleged injuries or complications and the gore device has not been established at this time based on available information. It should be noted that the instructions for gore® dualmesh® plus biomaterial use includes warnings and addresses the following adverse reactions among others: ¿possible adverse reactions with the use of any tissue deficiency prosthesis may include, but are not limited to, contamination, infection, inflammation, adhesion, fistula formation, seroma formation, hematoma, and recurrence.¿ the gore® dualmesh® plus biomaterial instructions for use also states: ¿strict aseptic techniques should be followed. If an infection develops, it should be treated aggressively. An unresolved infection may require removal of the material.¿ w.l. Gore & associates, inc. (Gore) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by gore, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Blank fields present on this report include required fields and fields determined to be not applicable. Blank required fields indicate that the information was not provided, was deemed unavailable or was not applicable. This report does not constitute an admission or a conclusion by FDA, gore, or its associates that the device, gore or its associates caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the report and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Manufacturer narrative:
H6: updated health effect. H6: updated investigation finding . H6: updated investigation conclusions: d15: cause not established; d17: appropriate term/code not available for ¿withdrawn complaint¿. H6: health effect impact code: f1903: device explantation. H6: medical device component: g04088: membrane. This claim was withdrawn, and the alleged product complaint is no longer being pursued at this time. No further investigation is required at this time. In the absence of additional information or medical records from the complainant, this event file will be closed with the information provided. Medical records: ¿ the known medical records span april 24, 2001 through april 8, 2019 and not all records received in this time span are relevant to the gore® dualmesh® plus biomaterial. ¿ records from (B)(6) 2003 through (B)(6) 2005 were not provided. Patient information: medical history: ¿ obesity: (B)(6) 2001: 308 lbs., bmi 49.7. (B)(6) 2003: 312 lbs., bmi 50.4. (B)(6) 2005: 319 lbs., bmi 51.5. (B)(6) 2005: 328 lbs., bmi 52.9. (B)(6) 2011: 241 lbs., bmi 38.9. (B)(6) 2018: 266 lbs., bmi 42.9. Umbilical hernia. Ventral hernia. Diabetes mellitus, type ii. Surgical procedures: ¿ (B)(6) 2003: repair of incarcerated ventral hernia. Placement of combined mesh. Repair of umbilical hernia. Implant gore® dualmesh® plus biomaterial. ¿ (B)(6) 2005: exploration and repair of ventral hernia. Implant: surgisis. Implant preoperative complaints: ¿ (B)(6) 2003: CT abdomen/pelvis: ¿ventral hernia without evidence of bowel obstruction (the hernia does not contain bowel loops).¿ ¿ (B)(6) 2003: ¿the patient has a several week history of pain and protrusion in the upper abdomen, about 3 inches above his umbilicus, and the 8 to 10 cm bulge was present when the patient was standing. This was not reducible. The patient is obese.¿ implant procedure: repair of incarcerated ventral hernia. Placement of combined mesh. Repair of umbilical hernia. [Implant: gore® dualmesh® plus biomaterial, 1dlmcp07/01615990, 20cm x 30cm, 1mm thick] implant date: (B)(6) 2003 [hospitalized (B)(6) 2003]. ¿ description of hernia being treated: ¿a vertical incision was made beginning below the xiphoid, extending to the umbilicus. The skin and subcutaneous tissues were incised. Bleeders were coagulated with the bovie. The large hernia sac was immediately seen. It was circumscribed and followed down to the fascia. The sac was opened. A finger was placed into the peritoneal cavity. The large wad of omentum was incarcerated. This was resected, and the proximal end was stick tied with 2-0 silk. The sac was then excised around the edges. The patient had marked diathesis recti and a thin abdominal wall. By palpation further downwards, it was noted that he had a true umbilical hernia also. This was opened and included in the repair. The edges of the wound were then debrided back. Hemostasis was achieved by stick ties of 2-0 silk and the use of the bovie.¿ ¿ implant size and fixation: ¿after the fascial edges were completely debrided back and the anterior surface was cleared off for about 4 cm, a piece of combined mesh with gore-tex on the inner side and marlex on the outer side was placed . The omentum was brought down over the bowel, and the mesh was placed directly over it. A series of 0 prolene sutures were then placed through the entire thickness of the abdominal wall and through the mesh, giving a circumferential patch. Approximately 24 sutures were used. The [sic] gave a good repair. No attempt was made to bring the fascial edges together.¿ ¿ (B)(6) 2003: discharge summary: ¿admitted on (B)(6) 2003 for repair of an incarcerated ventral hernia; repaired, umbilical hernia repaired. Repair consisted of placing a large combined gore-tex patch and marlex patch in the abdominal wall, and not closing the fascial edges. Postoperatively, drain placed in subcutaneous tissue for 2 days then removed, had rather severe ileus the 1st two days and was still distended. Intramuscular pain medication and intravenous fluids to prevent distention and perhaps disruption of large hernia. Today, wound clean and healing, jackson-pratt drain removed yesterday, still taking liquid diet, discharged today to continue a liquid diet and to start solids tomorrow at home. Prescription for lortab as needed for pain. Return to office in 1 week.¿ relevant medical information: ¿ (B)(6) 2003: office notes: ¿n/s [no show]¿ patient did not show for scheduled follow-up appointment. Explant preoperative complaints: ¿ none provided. Explant procedure: exploration and repair of ventral hernia. Implant: surgisis. Explant date: (B)(6) 2005. ¿ ¿a midline incision was made above the obvious ventral hernia. Dissection was [illegible] down to define the hernia sac. After this was done, the patient¿s hernia was entered and the fascial edges defined. There was old mesh that had been placed that was removed. There was a rather foul smell that was noted at the time of entering the sac. There was some obvious pus. Due to this, the decision was made to repair the wound with surgisis. After defining all of the fascial edges and ensuring that there was no strangulated intestine the wound was closed with 2 pieces of surgisis sewn to the outer fascial edge with prolene suture and then connected in the midline. This was done with good repair.¿ ¿ records indicate a non-gore device was implanted during the (B)(6) 2005 procedure. Relevant medical information: ¿ (B)(6) 2005: ¿continue wound care. Return in 2 weeks; (B)(6) 2005. Follow up ventral hernia repair. No complaints, no nausea, vomiting, diarrhea, no fever, good appetite, improving diet. Able to do adls [activities of daily living]. Abdomen obese, appropriately tender, positive bowel sounds. Status post hernia repair, doing well. Staples removed. Superior incision open with serosang [serosanguinous]. Continue wound care with soap and water, no lifting.¿ ¿ (B)(6) 2005: ¿status post incarcerated infected ventral hernia repair on (B)(6) 2005. Patient here for routine follow up. Staples remain [illegible]. Patient notes drainage from wound. Exam: abdomen [illegible], soft, nontender/nondistended, incision [illegible] draining serosanguinous fluid.¿ ¿ (B)(6) 2005: ¿patient is doing well. [Illegible] in drainage from wound. Normal drainage from surgical wound. No obvious recurrence of hernia. Status post hernia repair with surgisis.¿ conclusion: it should be noted that the gore® dualmesh® plus biomaterial instructions for use include warnings and addresses the following adverse reactions among others: ¿possible adverse reactions with the use of any tissue deficiency prosthesis may include, but are not limited to, contamination, infection, inflammation, adhesion, fistula formation, seroma formation, hematoma, and recurrence.¿ the instructions for use further warn: ¿as with any implantable surgical device, strict aseptic techniques should be followed. If an infection develops, it should be treated aggressively. An unresolved infection may require removal of the material.¿ there is insufficient information available for gore to reasonably draw conclusions related to aspects of the event, therefore conclusion code "d15: cause not established" is being used. Insufficient information may include limited or missing relevant medical records, involvement of multiple implanted devices (including non-gore devices) in the field of treatment, patient non-compliance, and/or a general lack of available detail or specificity related to an adverse event and/or device. As with any surgical procedure, there are always risks of complications for surgical repair of hernias and soft tissue deficiencies, with or without mesh. These may include but are not limited to, adhesions and related harms, bleeding, bowel obstruction, compromised device biocompatibility, contamination which may lead to patient harms, device damage, dysphagia, erosion or extrusion and related harms, exposure or protrusion and related harms, fever, fistula, gerd recurrence, defect recurrence and related harms, ileus, increased procedure time and related harms, irritation or inflammation, infection, mesh migration, mesh contraction, pain, paresthesia, perforation, revision / re-intervention, seroma or hematoma and related harms, tissue ischemia, wound complications and wound dehiscence and additional intervention including surgery. Many of the potential complications are associated with the patient¿s underlying disease progression, co-morbidities, additional medical history and/or other surgical procedures. The above inherent risks are typically detailed in standard informed consent documents. The device was not able to be returned to gore for evaluation; therefore, a direct product analysis could not be conducted. Review of the manufacturing and sterilization records verified that the lot met all pre-release specifications. Section c1: name: plus antimicrobial product coating. Manufacturer/compounder: w. L. Gore & associates, inc. Lot number: 01615990. Additional manufacturer narrative: the plus antimicrobial product coating contains silver carbonate [approximately 800 micrograms per cubic centimeter of product (g/cm3)], and chlorhexidine diacetate [approximately 1600 micrograms per cubic centimeter of product (g/cm3)]. W.l. Gore & associates, inc. (Gore) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by gore, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Blank fields present on this report include required fields and fields determined to be not applicable. Blank required fields indicate that the information was not provided, was deemed unavailable or was not applicable. This report does not constitute an admission or a conclusion by FDA, gore, or its associates that the device, gore or its associates caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the report and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Manufacturer narrative:
Additional details regarding the patient's clinical course were ascertained from a review of medical records and are as follows: on (B)(6) 2003: division of fire services ems. Ambulance record. Chief complaint: periumbilical pain. Receiving facility: (B)(6) south. On (B)(6) 2003: (B)(6) healthcare. Nurse¿s note. History of present illness: working on house, twisted, hernia started hurting. On (B)(6) 2003: (B)(6) healthcare-south. (B)(6). Radiology-CT abdomen/pelvis without contrast. Indication: abdominal pain. Findings: evaluation of abdominal and pelvic contents reveals a well-defined moderate size ventral hernia best seen on images numbered 32 through 40. The hernia contains only mesenteric fat. The bowel loops are normal appearing, specifically without evidence of obstruction or free air. There is no free fluid. Abdominal and pelvic contents are normal appearing, otherwise. Impression: ventral hernia without evidence of bowel obstruction (the hernia does not contain bowel loops). Negative CT abdomen and pelvis study, otherwise. On (B)(6) 2003: (B)(6) healthcare. Lab. Wbc 4.9 l (5.0-10.0). On (B)(6) 2003: lab-south. Lab. Wbc 4.6 l (5.0-10.0). On (B)(6) 2003: (B)(6) healthcare. Operating room clinical record. Asa 2. Wound class: 1. On (B)(6) 2003: (B)(6) healthcare. [Signature illegible]. Anesthesia record. Weight 318. Asa 2. A potential relationship, if any, between the alleged injuries or complications and the gore device has not been established at this time based on available information. It should be noted that the instructions for gore® dualmesh® plus biomaterial use includes warnings and addresses the following adverse reactions among others: ¿possible adverse reactions with the use of any tissue deficiency prosthesis may include, but are not limited to, contamination, infection, inflammation, adhesion, fistula formation, seroma formation, hematoma, and recurrence.¿ the gore® dualmesh® plus biomaterial instructions for use also states: ¿strict aseptic techniques should be followed. If an infection develops, it should be treated aggressively. An unresolved infection may require removal of the material.¿ w.l. Gore & associates, inc. (Gore) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by gore, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Blank fields present on this report include required fields and fields determined to be not applicable. Blank required fields indicate that the information was not provided, was deemed unavailable or was not applicable. This report does not constitute an admission or a conclusion by FDA, gore, or its associates that the device, gore or its associates caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the report and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Manufacturer narrative:
D7: added explant date. H6: added patient code. H6: updated results code 1 for manufacturing evaluation. Conclusion code remains unchanged. H6: added method/results/conclusions code 2 for sterilization evaluation. H10/11: added medical record information. Additional details regarding the patient's clinical course were ascertained from a review of medical records and are as follows: (B)(6) 2003: (B)(6) healthcare. (B)(6) md. Operative report. Preoperative diagnosis: incarcerated ventral hernia. Postoperative diagnosis: incarcerated ventral hernia. Procedures: repair of incarcerated ventral hernia. Placement of combined mesh. Repair of umb. [Umbilical] hernia. Findings at surgery: ¿the patient has a several week history of pain and protrusion in the upper abdomen, about 3 inches above his umbilicus, and the 8 to 10 cm bulge was present when the patient was standing. This was not reducible. The patient is obese. Anesthesia: general anesthesia. Description of procedure: under general anesthesia, the abdomen was prepped and draped. A vertical incision was made beginning below the xiphoid, extending to the umbilicus. The skin and subcutaneous tissues were incised. Bleeders were coagulated with the bovie. The large hernia sac was immediately seen. It was circumscribed and followed down to the fascia. The sac was opened. A finger was placed into the peritoneal cavity. The large wad of omentum was incarcerated. This was resected, and the proximal end was stick tied with 2-0 silk. The sac was then excised around the edges. The patient had marked diathesis recti and a thin abdominal wall. By palpation further downwards, it was noted that he had a true umbilical hernia also. This was opened and included in the repair. The edges of the wound were then debrided back. Hemostasis was achieved by stick ties of 2-0 silk and the use of the bovie. After the fascial edges were completely debrided back and the anterior surface was cleared off for about 4 cm, a piece of combined mesh with gore-tex on the inner side and marlex on the outer side was placed. The omentum was brought down over the bowel, and the mesh was placed directly over it. A series of 0 prolene sutures were then placed through the entire thickness of the abdominal wall and through the mesh, giving a circumferential patch. Approximately 24 sutures were used. The [sic] gave a good repair. No attempt was made to bring the fascial edges together. The wound was irrigated copiously with saline. Hemostasis was achieved, again. A jackson-pratt drain was brought out of the lower portion of the wound. The subcutaneous tissue was closed with multiple 2-0 chromic sutures and 3-0 plain. The skin was closed with staples. Estimated blood loss: 150 ml. The patient tolerated this well.¿ (B)(6) 2003: (B)(6) healthcare. Implant/explant tracking form. Implant label. Dualmesh corduroy antimicrobial. Item#: 1dlmcp07. Lot#: 01615990. The records confirm a gore® dualmesh® plus biomaterial (1dlmcp07/01615990) was implanted during the procedure. (B)(6) 2003: (B)(6) healthcare duckworth pathology group. Pathology report. Specimen a: ventral hernia sac, incarcerated omentum. History and clinical findings: incarcerated ventral hernia. Operative findings and diagnosis: same. Gross description: "ventral hernia sac and incarcerated omentum. ¿the specimen consists of a 14.0 x 4.0 x 2.5 cm portion of omentum with an attached 7.5 x 3.5 x 3.0 cm fatty membranous tissue fragment. "1-2", fragments, rep. Microscopic diagnosis: ventral hernia and incarcerated omentum: fibrous serosal membrane consistent with hernia sac. Omental fat with vascular congestion consistent with clinical history. Records between (B)(6) 2003 and (B)(6) 2005 were not provided. (B)(6) 2005: [missing records: records for incarcerated infected ventral hernia repair stated done on this date were not provided.] (B)(6) 2005: (B)(6) medical center at (B)(6). Surgery encounter form. Pain 0. Continue wound care. Return in 2 weeks; (B)(6) 2005. Follow up ventral hernia repair. No complaints, no nausea, vomiting, diarrhea, no fever, good appetite, improving diet. Able to do adls [activities of daily living]. Abdomen obese, appropriately tender, positive bowel sounds. Status post hernia repair, doing well. Staples removed. Superior incision open with serosang. Continue wound care with soap and water, no lifting. Return to clinic; two weeks. Weight 319. (B)(6) 2005: (B)(6) medical center at (B)(6). Surgery encounter form. Status post incarcerated infected ventral hernia repair on (B)(6) 2005. Patient here for routine follow up. Staples remain [illegible]. Patient notes drainage from wound. Exam: abdomen [illegible], soft, nontender/non-distended, incision [illegible] draining serosanguinous fluid. Plan: [illegible]. Return to clinic one week. Weight 328. (B)(6) 2005: (B)(6) medical center at (B)(6). Discharge instructions. Chief complaint: follow up hernia repair. Pain in abdominal incision. Return to surgery clinic in 1 week at 1030, (B)(6) 2005. Abdominal binder, abd [abdominal] pads, silk tape. (B)(6) 2005: (B)(6) medical center at (B)(6). Surgery encounter form. Patient is doing well. [Illegible] in drainage from wound. Normal drainage from surgical wound. No obvious recurrence of hernia. Status post hernia repair with surgisis. Wound [illegible]. Follow up 2 weeks. Return (B)(6) 2005. A potential relationship, if any, between the alleged injuries or complications and the gore device is unclear from the provided information at this time. It should be noted that the gore® dualmesh® plus biomaterial instructions for use includes warnings and addresses the following adverse reactions among others: ¿possible adverse reactions with the use of any tissue deficiency prosthesis may include, but are not limited to, contamination, infection, inflammation, adhesion, fistula formation, seroma formation, hematoma, and recurrence.¿ w.l. Gore & associates, inc. (Gore) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by gore, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Blank fields present on this report include required fields and fields determined to be not applicable. Blank required fields indicate that the information was not provided, was deemed unavailable or was not applicable. This report does not constitute an admission or a conclusion by FDA, gore, or its associates that the device, gore or its associates caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the report and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Manufacturer narrative:
(B)(6). It should be noted that the gore® dualmesh® plus biomaterial instructions for use includes warnings and addresses the following adverse reactions among others: ¿possible adverse reactions with the use of any tissue deficiency prosthesis may include, but are not limited to, contamination, infection, inflammation, adhesion, fistula formation, seroma formation, hematoma, and recurrence.¿

Event description:
It was reported to gore that the patient underwent open ventral hernia repair on (B)(6) 2003, whereby a gore® dualmesh® plus biomaterial was implanted. The complaint alleges that on an unknown date in 2004 or 2005, an additional procedure occurred whereby the gore device was explanted. It was reported the patient alleges the following injuries: mesh removal, additional surgery, to be supplemented. Additional event specific information was not provided.